Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose of 2.6 mmol/l at the time of the incident. Customer reported that they did receive a sensor updating. It was unknown whether customer was using automode during the low blood glucose event. The device will not be returned for the analysis.